Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No unexpected battery failed alarm noted. Device received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's grand child that the customer experienced high blood glucose with blood glucose of 433 mg/dl at the time of the incident. The customer was at 415 mg/dl at the time of the call. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was getting failed battery alarms and the caller also reported pump physical damage. Troubleshooting was not completed as the caller declined. The caller stated the customer has been hospitalized twice for lows of around 17 mg/dl and has atrial fibrilation. The insulin pump will be returned for analysis.